Manufacturer narrative:
Insulin pump passed displacement test. Basic occlusion test, prime, compromised force sensor system test, excessive no delivery test and occlusion test. No error alarm during testing noted. No rewind anomaly noted. All buttons functioning properly. No button error alarm during testing. No moisture or corroded keypad found. No flatted keypad. J2 connector was inspected and locked on lcd board. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
Customer reported via phone call that the insulin pump had several issues. Customer¿s blood glucose was unknown at the time of incident. Customer reported that the insulin pump buttons were hard to press, louder rewind process, and had no delivery alarms. Customer declined troubleshooting. Insulin pump is not expected to return for analysis.